Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer¿s current blood glucose value was 277 mg/dl. Customer has been using the insulin pump system within 48 hours of reported high bg event?customer was not using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event the customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.